Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed two "no cartridge detected" and zero force loss of prime warning starting five days after initial use of the pump. On testing, during the load step, the pump gave a "no cartridge detected" warning. A force sensor calibration test was not able to be performed due to the load step failure. The pump was opened for investigation and revealed a misaligned force sensor circuit component on the printer circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2012, the distributor contacted animas and reported a load step malfunction. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation there was a load step malfunction.